Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: was a leak test performed? If so, what type and what was the result? Ultrasonic inspection was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? The first day how was the leak identified? Bloody water was observed in drainage tube. What was observed at the site of the leak upon reoperation? Oozing how was the leak addressed? Laparotomy for manual suture where was the leak? Anastomotic stoma what color cartridge was used? Gcflgb an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the operation, the 1st fire was successful. Staples were malformed from 2nd to 6th fires. Manual suture was added to complete the surgery and no bleeding or leakage was observed. The next day, anastomotic leakage was indicated while ultrasonic inspection. The laparotomy was undergone to repair the leakage. The surgery was completed successfully. The patient is good now and has been discharged.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022 b1: product problem.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. Additional information was requested and the following was obtained: event date from sep 2022 to sep 19, 2022.